Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 27 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.